Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has had chronic ear infections and associated illnesses, so the surgeon decided to obliterate her ear canal on the implanted side. The original intention was not to explant the device unless necessary, but a back-up device was available. When the surgeon saw into the mastoidectomy, he said the implant was covered in puss and he wanted to remove it for a thorough cleaning. The patient was re-implanted with another medium electrode due to her cochlear malformations. Testing was carried out in the or, which showed "ok" status across all channels. The patient was re-implanted in 2007.